Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous de novo left anterior descending (lad). During a percutaneous transluminal coronary angioplasty (ptca) a 3.5x18mm xience prime was implanted and was noted to have caused a dissection. An unspecified stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.